Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The rep clarified that the left ins impedances were all fine after the various replacements. The rep reported that the right ins lead had a slight impedance issue at contact 8. The rep reported that contact was not being used anyways. The rep reported that intra-op impedances showed high at first, but retesting several times showed that only contact 8 remained high. The rep reported that the hcp stated that a possible cause of the impedance issue was the presence of proteins and encapsulation around the electrodes. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 64001, lot# n468062, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: adapter; product ID: 64001, lot# n455088, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: adapter; product ID: 3389s-40, lot# v589335, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead; product ID: 37601, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: implantable, neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. The rep reported that the patient's left lead contacts were all greater than 40,000 ohms. The rep reported that the lead numbering was switched and they did not know why. The rep reported the patient had a return of symptoms on their right side, and that they were walking worse. The rep reported the patient had multiple falls in the last few weeks, but it was unknown if they were related to the lack of therapy on the right side. The rep reported that the patient underwent a CT scan of the brain, x-rays of the cervical spine and chest, but the results were unknown. The rep reported that surgery was planned for (B)(6) 2018 to do intra-operative testing. The rep called back on (B)(6) 2018 reporting that the hcp did not want to do intra-op impedance testing and they just changed the ins and extensions. The rep reported that they were still having issues so they replaced the patient's left lead. The rep reported that after they changed the ins, the right side impedances were fine, and the left side still had issues with contact 0. The rep reported that the adaptors were removed, and the extensions were replaced and plugged into the appropriate ports (left 0-3, right 8-11). The rep reported that the lead configuration numbering was updated and the left lead impedances cleared, but all contacts on the right showed impedances >40 ,000 ohms. No further patient complications have been reported as a result of this event.